Event description:
Foley catheter inserted during surgery for fractured hip. Pt has history of benign prosthetic hypertrophy inserted (9/23) transurethrally. Attempted removal on 9/25/99. Balloon would not deflate. After attempting to deflate balloon by aspiration, md was consulted and he cut the deflation hub with scissors (9/25) to allow to drain slowly. No fluid drained from port of balloon. Required suprapubic percutaneous approach/cat scan guidance/needle puncture of balloon on 9/27/99.